Manufacturer narrative:
Investigation result: visual inspection: no significant deformations or damage, but external deposits of the valve and a broken distal catheter were detected. Permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force: the valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. Dismantling of the valve: inside the valve we have found a clearly visible build-up of substances (likely protein). Based on our investigation, we confirm the presence of a blockage of the progav 2.0 valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory actions are required. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 valve. The valve was clogged. The weight and height of the patient is unknown. Implantation date: (B)(6) 2017. Removal date: (B)(6) 2020.